Event description:
Event description during the implant (december 19, 2003) of this ICD the insulation of the chronic shocking lead, model 0072, was found to be damaged. The insulation was repaired and afterward, normal shocking impedances were realized following delivery of low energy shocks. Several weeks later, the ICD began to emit beep tones. An interrogation noted a shocking lead impedance <20 ohms following the delivery of a high energy shock. The physician elected not to replace the device due to the patient's poor health as he was awaiting a heart transplant. While the patient was being transported from one hospital to another (january 23, 2004), he went into vt (ventricular tachycardia) and received CPR and external shocks. He died a few hours later.